Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for a non-device related surgery. During the procedure, loss of pacing occurred during the use of electrocautery. Interrogation revealed that the device was in backup vvi operation. The device was explanted and replaced. No further information was available.